Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called the technical support engineer (tse) to report that they had no illumination from the endoscope. The tse reviewed the logs and found error code 54 from the endoscope controller (ec) and video processor (vp). Before calling in, the customer tried three different endoscopes, but none had illumination. The tse had the csr check the orange fiber cable between vp and ec and also the gray cable from vp to vision side cart (vsc) and all were seated well. The tse had the customer hard power cycle the vsc and after that, the system came up and had repeated error code 40084 for the vp and ec. The customer elected to pull in another vsc instead of the one they were using. It was further reported that another call to the tse confirmed that the site replaced the vsc with another vsc to continue the procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no further issue was observed. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. During field evaluation, fse tested the system and reproduced the customer reported issue confirming a defective vp. The fse replaced the vp to address the issue and proactively replaced the blue fiber cable. After replacement, the system was tested and verified as ready for use. The blue fiber cable is a field scrap item and will not be returning to isi for further investigation. Isi has received the vp involved with this complaint to perform failure analysis. The vp was installed on to a test system and multiple tests were performed for one hour with no reported errors and the video image was good. The reported failure could not be reproduced.